Event description:
Boston scientific received information that upon interrogation, this right atrial lead exhibited loss of capture, unsatisfactory threshold measurements, and was not displaying appropriate atrial signals. An x-ray showed that this lead had dislodged. A lead revision procedure was done and a new lead was successfully implanted. The explanted lead was discarded and will not be returned for analysis. No additional adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.